Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lung resection, when they tried to fire the device, the stapler were not able to fire. The surgeon able to press the green button but was not able to squeeze the handle. They replaced new staples to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.